Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "left tk revision for loosening". Update 01/25/2018: rep indicated that the femoral and tibial implants were loose.

Event description:
As reported: "left tk revision for loosening". Update 01/25/2018: rep indicated that the femoral and tibial implants were loose.

Manufacturer narrative:
An event regarding loosening involving a scorpio baseplate was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: suboptimal baseplate cementation has contributed to instability at the tibial implant bone interface with progressive loosening and migration of the baseplate requiring revision after 15-years. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: suboptimal baseplate cementation has contributed to instability at the tibial implant bone interface with progressive loosening and migration of the baseplate requiring revision after 15-years. The cement layer below the baseplate was probably too thin to provide any adequate biomechanical effect of load sharing with also keel stability suboptimal and consequently any present bone cement will have been subject to overload with fragmentation and particle generation. As a consequence of uneven cementation, load distribution between baseplate and proximal tibial bone was unequal resulting in local areas of overload and other areas with absent loading. An additional effect of suboptimal fixation is development of micromotion between device and bone. Micromotion is known to cause bone resorption resulting in further bone loss between the already poor implant-bone interface. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.